Event description:
According to the reporter: device would not toggle during the procedure; device was removed from field a new 173016 was used to continue the case. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).